Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the tubing breaking apart from the pump at the junction of the pump block and tubing. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.